Event description:
The pt obtained a er1 result on her surestep meter at 8/a on 7/28. Although she knew her blood glucose was high, she took no action other than to take her normal medications, nor did she test again on her meter. At 1:15/p, she began experiencing chest pains and was transported to the hosp where her blood glucose was measured >500 mg/dl via lab and it was determined that she had "95% blockage." She made no allegation that the meter caused or contributed to her heart condition and subsequent hospitalization.